Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device failed the homechoice rite functional test. The homechoice rite electrical test passed. A visual inspection of the manifold found the manifold was built using plastic valves. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred during cycle 1. The ultrafiltration was 5651 ml, meaning the patient drained 5651ml more than the programmed fill volume of 2000ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported. This is report 4 of 6.